Manufacturer narrative:
One implant was returned with the cover screw attached. There were general signs of usage. Minor scratches were found on the external surface of the device. The visual inspection of the returned implant in comparison to drawing did not provide any indication of a manufacturing deviation that would contribute to this event. No definitive cause for this event could be determined. Based on review of this event the following probable causes may be considered: the sinus was potentially perforated when the initial implant osteotomy was prepared thus reducing resistance to vertical displacement of the implant; implant thread contact with bone was potentially also diminished. An interim provisional denture may have contributed to pushing the implant into the sinus; or the patient could have had the denture out of the mouth while eating and pressure from food over the implant could have pushed the implant into the sinus. Checked boxes for additional information and device evaluation. Evaluation codes added.

Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that the implant relocated into the sinus. The relocation was discovered during the 2nd stage surgery to uncover the implant. The implant was recovered from the sinus using the caldwell-luc technique.